Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that coating detachment occurred. An amplatz super stiff¿ guide wire was selected and it was noticed that part of the coating had come off. The device never went into the patient. No patient complications were reported.